Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested. Replacement ups power supply shipped to site 06/03/2016. No parts have been received by manufacturer for analysis. On 06/17/2016 a medtronic representative performed an imaging system check-out, all areas passed. Universal power supply (ups) replaced. System performed as intended.

Event description:
A site representative reported that their imaging system would not boot-up properly. No further details were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
The hardware investigation of the returned uninterruptible power supply (ups) found that the reported event was related to an electrical issue. The ups would not power up. Once the ups was plugged in, no lights on the front panel came on and there was a ticking sound coming from the rear of the ups. The reported event was confirmed.